Event description:
There is a hole in the middle of the port of exactamix 250 ml, eva container. This was discovered before any patient contact. The lot number and expiration date may not be correct because the print on the bag is very faded/not legible.